Event description:
I had undergone a laparoscopic hysterectomy in 2006, to remove a fibroid cyst. The surgeon used surgiwarp after the procedure to prevent adhesion of tissue or organs. The following month, I had lost complete control of my bladder, and went to the emergency room at another hospital. They were unable to identify the cause. I followed up with my gynecologist, who suspected a vesico vaginal fistula; he referred me to a urogynecologist and ordered lab work to confirm his findings. The lab work and subsequent urogynecologist visit confirmed a vesico vaginal fistula, but due to the proximity of the initial surgery, reparative surgery was postponed until my tissue had healed enough to sustain repair & stitches. A foley catheter was placed to control some of the urine leakage. During the reparative surgery, which occurred the following month, my surgeon found what she thought was an intact piece of the surgiwrap - used 12 weeks earlier - at the site of the fistula. She ran labwork on the foreign body, and after comparing it to a new sample of surgiwrap found it to be the same material. She indicated to me that this product should have been reabsorbed into my body long before this event had occurred. She further indicated to me that she felt the surgiwrap bonded the wall of by bladder to the wall of my vagina, causing the fistula to form. Had this product bonded to an internal organ, rather than to my vaginal wall - allowing the urine to exit my body without internal injury, that leakage of urine could been proved fatal.